Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The pt complained that he felt swollen (swollen ankles) and noticed a bruise after the last procedure. His perception was that only half of the plasma was removed into the waste bag. The nurse had watched the waste bag because they had poor separation and therefore, a spillover during the first procedure. The plasma had been fine that time (increased rpm) and she did not recall that the volume in the waste bag had not been at an appropriate level or that the plasma line had been jumping because of an occlusion in the line. The pt's vitals had been fine during the procedure. The patient felt much better after the last procedure, even though his ankles were still a little swollen after the procedure. The final plasma volume removed according to the spectra display was 4015ml and according to the bag weight, it was 3965ml (1.2 % difference).

Manufacturer narrative:
(B)(4). This disposable set was unavailable for investigation. Trends suggest that the event reported is random and isolated on a general basis. This disposable set was unavailable for specific root cause analysis. From info provided from the customer site, this incident (both the hypervolemia and hematoma) may be related to the patient's state of health and not a machine or disposable failure of defect. No corrective and preventive actions by caridianbct qa will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by mfg or engineering.